Event description:
It was reported that the ECG was lost while on a patient. The pump was switched out without complications.

Manufacturer narrative:
Evaluation: per field service report: symptom: no ECG skin signal. Findings/action taken: replaced the front end printed circuit board. Results: equipment operational. Follow-up report will be filed if additional information becomes available.